Event description:
Wheezing; shortness of breath; hives; headache; facial swelling. Info was rec'd in 2007 from a female pt, with a medical history of "reaction to flu shot" and osteoarthritis. The pt experienced wheezing, shortness of breath, hives, headache, and facial swelling after receiving synvisc. One month earlier, approx 5 hrs post injection of synvisc into her right knee, the pt experienced wheezing, shortness of breath, hives, headache, and facial swelling. She initially self medicated with benadryl with no change in symptoms. The pt went to an ER, where she was treated with oral steroids and her symptoms resolved. She did not have any joint related adverse events. The pt had a f/u appointment with her physician, at which time the decision was made to not continue synvisc. Instead, the physician administered steroid into the right knee for osteoarthritis.

Manufacturer narrative:
.